Event description:
A customer reported an error message with the adc device and was therefore unable to obtain sensor readings. The customer became weak and confused, requiring treatment of soda and sugar by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) and the sensor was observed to have terminated on the user's body. The sensor plug assembly was inspected and no issues were observed. The sensor was de-cased and contamination of liquid ingress was observed. Extended investigation was also performed on the returned sensor. Visual inspection was performed on the sensor puck and contamination of liquid ingress was observed on the pcba (printed circuit board assembly). Data was extracted and was found to be in sensor state 6. An attempt was made to reprogram and activate the sensor, the sensor continued in state 6 indicating that the asic (application specific integrated circuit) is not properly connected to the battery. The contaminated area was cleaned and an additional attempt to program and activate the sensor was made. No changes were observed and the sensor continued in state 6. The pin of the asic was probed and the voltage level was observed to be 0.2v which is out of the specification range of (1.45v-1.65v). Additional pin probing was performed and a shorted pin was observed. The contamination that was observed, compromises the integrity of the sensors electronics. At this time, adc is unable to perform additional testing due to the damaged pin. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device and was therefore unable to obtain sensor readings. The customer became weak and confused, requiring treatment of soda and sugar by third-party. There was no report of death or permanent injury associated with this event.